Event description:
It was reported that during a laparoscopic gastric bypass, the surgeon was placing the clips across the staple line and the clips were scissored. The jaws may be permanently out of alignment. Another device was used to complete the case. There was no adverse consequences to the pt. One device is being returned. The other device was discarded.

Manufacturer narrative:
Info anticipated, but unavailable at this time.